Manufacturer narrative:
The reported complaint of "system error, out of service, revert to manual CPR" error message was not confirmed during functional testing or based on the archive review. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. The autopulse passed the initial functional test without any fault or error. No physical damage was noted during the visual inspection. Review of the archive data indicated no records for "system error, out of service, revert to manual CPR" error to have occurred on the reported event date, thus not confirming customer complaint. Unrelated to the reported issue, the archive shows the user advisory (ua) 13 (low battery) occurred on the reported event date. User advisory is the clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. User advisory (ua) 13 alerts the user that the battery internal component error/malfunction and the user needs to place the battery into the multi-chemistry charger (mcc). Autopulse platform is a reusable device and was manufactured in december 2006 and is 12 years old, well beyond the expected service life of five years. Due to the age of the device, this platform will be scrapped. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for autopulse platform with serial number (B)(4).

Event description:
As reported, during shift check, the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message. No patient involvement.